Event description:
Information was received indicating that one of the level 1 trauma fast flow disposables filled with blood and leaked. The issue occurred while in use with patient. No injury or intervention occurred.